Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the patient call, the autopulse platform (sn (B)(4) displayed a user advisory (ua). The customer reported ua35; however, there is no such error exists for the autopulse platform. No additional information was provided. The patient's status information was requested but the customer did not provide a response. The platform was checked after the call and the position of the driveshaft was verified in the home position.